Event description:
It was reported that "a zeiss CT lucia 602 was implanted via a haptic fixated technique (yamane technique). At the end of the case, the lens was well centered and planar within the pupillary and visual axis. The next morning on postop day 1, there was a demonstrating 90 degree rotation of the iol along the vertical axis." Lens was explanted and replaced with another iol.

Manufacturer narrative:
It was stated by the customer that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. It was stated by the customer that they are using the j&j emerald injector. Our lenses are intended to be used with zeiss specific accessory support devices. Thus, the lens was being used off-label. It was stated by the customer that there was no damage noted prior to use. Based on the information provided, the risk assessment for the lucia product, and our experience we have determined that the following factors may have cause or contributed to the reported issue is but is not limited to: lens placement technique, loading strategy, accessory device support, poor handling during folding and inserting. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.